Event description:
A (B)(6) male patient underwent aaa repair under general anesthesia on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair. Final angiography revealed proximal type I endoleak. Ballooning at the proximal site was performed three times, and endoleak was reduced. The physician though endoleak would be resolved after heparin neutralization and decided to take a wait-and-see approach. No adverse effect observed on the patient although endoleak remained.

Manufacturer narrative:
No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Final angiogram revealed a type ia endoleak. The endoleak persisted after ballooning, but was reduced. The physician decided to take a wait-and-see approach. The endoleak would likely resolve after heparin neutralization. Without imaging or anatomical determinants it is difficult to determine a root cause. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.